Event description:
It was reported that the customer experienced an elevated blood glucose (bg) that displayed "high" on the continuous glucose monitor. Cause was not known. Elevated bg was addressed via manual insulin injection. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.